Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging an issue with coding his onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2011. The cca was advised the patient manages his diabetes with glucophage and actos. It is not known what action the patient took at the time of the alleged issue; however, on the following evening, stated he exercised. About 12 hours after the start of the alleged issue, the patient claimed he had a symptom of increased urination. At the time of troubleshooting, the cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (05/26/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6), 2011. Evaluation was not able to confirm the alleged issues; therefore, the tests passed with no faults found. At this time, lifescan considers this matter closed.